Event description:
Boston scientific received information that this product was part of a system associated with a possible pocket infection. No surgical intervention has been taken at this time however it is possible the patient may have received intravenous antibiotics to remedy the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.